Manufacturer narrative:
No product will be returned for evaluation.

Event description:
In 2009, the patient reported that while priming her infusion device she noticed that 10-15 units of insulin spilled into the cartridge compartment. She used a hair dryer on low heat to dry the insulin from the infusion device. She was instructed to remove the insulin cartridge from the infusion device and to dry the cartridge compartment with a cotton swab. She stated that she does attach the infusion tubing and adapter to the insulin cartridge prior to insertion and she turns the infusion device upside down when removing the insulin cartridge. She is unsure how insulin spilled into the cartridge compartment. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.